Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the error by completing a visual check. The fse observed that the substrate syringe was not switching over to the new bottle of substrate, causing it to still take from the first bottle and empty the bottle, which resulted in the reported dl flag. The fse also observed that the waste cups were backing up from the waste chute due to being full of debris. The fse replaced the substrate syringe assembly and cleaned the buildup of debris from the waste chute. The resolution was verified by running daily and customer quality control with passing results. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number (B)(6). There were two similar complaints identified during the search period, including this case. The aia-2000 operator's manual under appendix 3: flags states the following: flag: dl description: indicates malfunction in detector unit or substrate dispense failure. Contact (B)(6) service center or local representatives. The most probable cause of the reported event was due to component failure of the substrate syringe assembly and a dirty waste chute, due to maintenance.

Event description:
A customer reported ¿dl detector or substrate dispense failure and waste chute backing up" on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and cardiac troponin I (ctnl 2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.